Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient experienced a loud whistling noise like an alarm for about 10 seconds. Then the patient had normal hearing sensations again. After half an hour the whistling noise appeared again. From then on, the patient was not able to wear his device anymore, due to the intolerable whistling noise. It was tried to re-program the device several times again, but the noise still dominated immediately. All external parts were exchanged, but without success.